Event description:
A male underwent aaa repair in 2008. When the delivery sub assembly was withdrawn from each delivery system, blood was leaking from the hemostatic valves (refer also to 1820334-2008-00427 and 1820334-2008-00428). The leaking was especially heavy from the main body delivery system and continued in spite of putting in an 8 french sheath. The procedure was conducted without a blood transfusion. Patient is well.

Manufacturer narrative:
No product was returned for investigation. An "instructions for use" booklet is provided with this device that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. However, we are aware of the potential for occurrence and have previously addressed this issue in an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leakage. An internal clinical review of this report determined that this event was possibly due to product quality.